Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system did not power on. A field service engineer found faulty controller board was identified on half height drawer 3.2 as the cause of the issue. The board was replaced, and functionality was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis unit did not power on. The screen remained dark, the fan did not engage, and the scanner light did not function. Rss showed the device was offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.